Manufacturer narrative:
Eval: results: as received, the lead had all wires broken in the lead body. No functional testing was performed due to broken wires in the lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys including a surgical lead on (B)(6) 2009. It was reported that the pt fell and lost stimulation. A diagnostic test revealed high impedance measurements for all lead contacts. Surgical intervention was undertaken to replace the pt's lead and effective stimulation was recaptured as a result.